Manufacturer narrative:
The device was received not deployed. The download data from the pod showed that the device ran for 124 pulses, 46 of which occurred during first prime, before being deactivated. No timeouts, drive stalls, or rotational sensor abnormalities were observed in the data and no alarms had been generated. The pod did not deploy after opening. The needle mechanism was observed to still be in the not deployed state with the release bar held down. Inspection of the device found no damages or manufacturing deficiencies that would prevent the needle mechanism from deploying as intended. Rerun of the device showed no abnormalities and reset and redeploy of the needle mechanism showed no issues. Fluid path testing found no damages, tears, or leaks that would result in fluid leaking from the device. The cannula not being deployed during bolus delivery would contribute to the reported feeling of insulin. The exact cause of the needle mechanism not deploying as intended could not be determined.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. It was also reported that the patient could smell insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.